Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported scar. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s936usqs8bylx. Hardware: sm-s936u. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s parents reported their blood glucose (bg) level rose to greater than 250 mg/dl while wearing the pod on their arm between 4 and 24 hours. The parents stated the patient mentioned they were bleeding at the pod site and they were experiencing high bg levels. The patient had to deactivate the pod and noticed there was a lot of bleeding which they were able to control and also noted there was a small scar at the infusion site.